Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, high pacing impedance was observed on the right ventricular (rv) lead. During the rv lead replacement procedure, a fracture was noted on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
The reported events of lead fracture and high pacing lead impedance were confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations found clavicle crush fracturing all filars of the outer coil distal to the suture sleeve tie impression. The cause of the reported events was isolated to the fractured outer coil at the clavicle crush region.